Event description:
It was reported to boston scientific corporation that during a vaginal anterior repair procedure, the leg on the uphold lite vaginal support system ¿broke.¿ the procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿fine.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.